Manufacturer narrative:
Review of the episodes recorded in the device memory (dated (B)(6) 2025) showed that several treated arrhythmia episodes was stored since (B)(6) 2025. It should be noted the patient has been in atrial arrhythmia (aa) since mid (B)(6) 2025. On (B)(6) 2025, 3 episodes are recorded: 1 vt at 17:21 treated by atp, then 1 fms and 1 vt episode treated by atps and shock around 17:35. The device is programmed in parad+ with a long cycle gap of 170 ms. When the rhythm is > 160 min-1 (according to programming), the algorithm identifies a stable and dissociated rhythm. It takes into account any long ventricular cycles. At the beginning of the vt episode dated 17:36, the first 24 cycles lead to a classification: stable, dissociated, with the presence of a long cycle in the last 24 cycles (therefore treatment/charge inhibition). Regarding the shock: the ¿523 ms¿ cycle is considered a ¿long cycle¿ because its coupling is well above the average of the last four tachy/vf cycles + the gap ((320+328+320+320)/4 + 170 = 492 ms); the ¿484ms¿ cycle is not considered a ¿long cycle¿ because its coupling is not above the average of the last four tachy/vf cycles + the gap: ((320+320+328+344)/4 + 170=498ms) then, cycle n°25 leads to a classification: stable, dissociated, no long cycle present in the last 24 cycles, therefore (inappropriate) charge/treatment is triggered as per programming. Based on the available information, the algorithm / ICD functioned according to specifications. Reprogramming may be required to improve discrimination of this fast conducted af episode as to reduce the likelihood of resulting in inappropriate therapy: - long cycle gap reduction from 170 ms to 140 ms reprogramming remains physician¿s responsibility. The risk of delivering inappropriate therapy should be weighed against the risk of not delivering appropriate therapy.

Event description:
Reportedly, the patient received an inappropriate shock during exercise, on (B)(6) 2025. Could you please explain why the algorithm delivered a therapy, and which parameters could be adjusted to avoid this situation?